Manufacturer narrative:
Concomitant medical products: catheter model 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. Final analysis of the pump revealed no anomaly found.

Event description:
It was reported the refill/programming date was (B)(6) 2011. On (B)(6) 2011, it was indicated inability to aspirate fluid; no free flow of csf. An isotope pump study was performed on (B)(6) 2011 and revealed functioning of drug delivery system. An MRI with contrast was performed on (B)(6) 2011; results were no catheter granuloma. It was indicated there were no signs or symptoms. The pump was replaced on (B)(6) 2012. It was indicated it was elective replacement; prophylactic removal to avoid in-vivo battery depletion. It was noted no injury. The outcome was noted as ongoing event. The patient recovered without sequela. The pump was delivering morphine, baclofen, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).